Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed on the patient's m1000 vns generator. The impedance value was slightly above the minimum impedance value that classifies as high impedance. It was stated that the patient was well clinically and, therefore, vns therapy was continued. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No x-rays are known to have been performed to date. No additional relevant information has been received to date.